Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accu tni (troponin I) results obtained from a unicel dxi 800 access immunoassay system for four patients. The customer re-ran the samples on a different instrument and the results were negative. The initial elevated results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008, to investigate the event. The fse replaced the peri-pump tubing, sample probe, and pipettor number 4 tip. Then the fse cleaned the wash wheel and checked alignments and the verifications were good. The customer recalibrated and ran quality controls (qc) for all assays. The fse verified the instrument per established procedures and results met published performance specifications. The fse followed up with the customer on (B)(4) 2008, in regards to the calibrations and qc performed by the customer and noted both to have resulted well. Hardware is the root cause for this event. MDR #2122870-2008-225 documents the results for patient 1. This is 4 of 4 separate MDR reports related to 4 patient events associated with a single malfunction report. Reference MDR numbers 2122870-2008-225, 2122870-2011-05136, 05139. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 through october 23, 2010 for additional reportable events.